Event description:
A report was received that after a reprogramming session, the pt reported chest pains. The pt's precision system was later explanted due to the chest pains, although the physician believes the chest pains are not device related. The pt is reportedly doing well.